Event description:
It was reported that a smiths medical pump had service due 38 / lec 1310. No adverse patient effects were reported.

Event description:
Additional information was provided that the issue was found during setup. No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis all intact. Performed functional check. Battery loss alarm test: pump ran 2 min 29.53 sec, pump alarmed 2 min 29.04 sec, stop watch, passed. Customer problem was duplicated. Pump was found to be displaying error code and "service due" alarm messages on power up when batteries are inserted. The error code was cleared and the clock battery was replaced. The root cause of the reported issue was found to be the batteries were allowed to deplete while sitting on a shelf not being used. Actions were taken to mitigate the reported issue: the real time clock battery was replaced.